Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a right total hip arthroplasty due to degenerative joint disease. Zimmer biomet products were implanted without any complications. Patient began experiencing pain that affected his gait. Radiographs demonstrated stem loosening, varus alignment, subsidence with leg length discrepancy of 1cm, pedestal formation, retroversion of femoral component, and increased anteversion of acetabular cup. The patient underwent a revision procedure during which the femoral component was found to be loose within the canal and the shell was well fixed but malpositioned. All zimmer-biomet products were explanted and competitor's products were implanted. Blood loss of 1300ml occurred. No other findings related to the reported event were noted. Reported event was confirmed by review of medical records provided.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00877503602, lot number: 2791357, brand name: biolox head; catalog number: 00885101236, lot number: 63078458, brand name: acetabular liner; catalog number: 00875705602, lot number: 63055854, brand name: continnum shell. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02827. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pain approximately 4 years post implantation. During the surgery, it was noted that the stem is loose, and the acetabular shell was well fixed but malpositioned. Attempts have been made and additional information on the reported event is unavailable at this time.